Event description:
It was reported that the patient received radiation therapy for cancer and after two years of having the artificial urinary sphincter (aus), the cuff eroded through the urethra, resulting in incontinence. The device is unrelated to the incontinence and erosion, the erosion was the result of the radiation. A surgical procedure was performed to repair the urethra and removed the aus. The patient is still healing and not using the implant yet. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported symptoms of erosion and incontinence, urinary were known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.